Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was found to be dim and pink. The display was replaced and no issues were found. Unrelated to the event the pump label was found to be worn off. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was found to be dim and pink. This report is being made based on the evaluation results.